Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/03/2017 with the following findings: black box contains dates from (B)(6) 2017 to (B)(6) 2017. Black box and histories for the event on (b)(6 2015 are overwritten. No time date issues observed in black box. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. The pump was opened and the internal battery (bt1) was found to be leaking. Time test was started but could not be completed due to bt1 failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( the patient accidentally switched am and pm).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (time/date) issue. The reporter stated that the patient had a blood glucose (bg) of 3.6mmol/l with shakiness, unsteadiness when standing and walking, and cold sweats. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that during day light savings time, the patient accidentally switched am and pm. This complaint is being reported because the patient allegedly experienced hypoglycemia related to use error in accidentally switching the time am and pm.